Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4). Found reservoir transfer guard needle occluded. Unable to performed pre-fill test and confirm leak complaint.

Event description:
The customer reported via phone call that the insulin started pouring out of the sides. The customer¿s blood glucose level was unknown. The device will be returned for analysis.